Event description:
It was reported that during a lap cholecystectomy, a teardrop-shaped clip was formed at the 1st firing. The same event continued in a row. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). The analysis results found that the el5ml device was received in good visual condition. Upon cycling the device, it was noted to be empty and locked out. The instrument is designed to lock out after all the clips have been fired. The instrument has an orange indicator that appears on the top of the handle as a reference for the user as to the quantity of clips remaining. No conclusion could be reached as to what may have caused the event reported. Due to the returned condition of the device no testing could be performed to evaluate the incident reported. A batch record review was performed and no anomalies were found during the manufacturing process.